Manufacturer narrative:
Results, conclusion: gauge subjected to shock/ impact or overpressure. (B)(4).

Event description:
Supplier device evaluation: the gauge was confirmed to have the pointer resting at 2 atm. The gauge was tested for accuracy and found to be out of tolerance by 25 psi throughout the scale. There were visible no signs of damage to the gauge. Residue from the adhesive used to mount the gauge to the apparatus was present on the threads. The window, pointer and dial were removed to inspect the internal components for damage. No damage was observed nor were there obvious signs of an overpressure occurrence. The dial was reattached and the pointer reset to zero. The gauge was tested for accuracy and found to be within the specified tolerance. The gauge was subjected to a shock / impact or an overpressure occurrence. This led to the pointer being off of zero and the gauge being out of tolerance.

Manufacturer narrative:
Results: inconclusive ¿ investigation in progress. (B)(4).

Event description:
The physician intended to use an everest inflation device during a procedure to treat a lesion in an unknown vessel. Preparatory work was not carried out. During the operation, when the physician attempted to deflate the balloon using the everest inflation device, he noticed that the manometer indicated about 2atm and didn't return to 0atm though it was in a neutral status. The balloon was confirmed to be deflated. Then, he stopped using the relevant device and used another device as replacement to complete the operation. There was no adverse event to the patient. Evaluation summary: received for analysis was one everest inflation device, lot 50879288. The device appeared undamaged. There was clear fluid in the barrel and tube indicating use. As received the gauge was at 2atm. There was no damage to the face or outside of the gauge and no indication of physical damage. The needle read approximately 2 atm higher than it should when in house testing was done to assess the gage accuracy. When the gauge was put into vac the needle does not go to zero. The gauge was removed and the filter looked clean.